Event description:
The pt stated that his infusion device was beeping and he could only see several dashes on the infusion device display screen. The pt stated that the power pack is about one month old. The pt was made aware of the power pack recall, but did not change his power pack in a month. The pt did not have any replacement power packs with him and stated that he would insert new power packs when he returned home. The pt was added to co list to receive replacement power packs. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.